Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the doctor was injecting the pre-flush solution for IV port maintenance and found that the tube was leaking. The event occurred during set-up; there was no patient involvement.